Event description:
It was reported that the syringe 3ml ll w/ndl 25x5/8 rb experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 309570, batch no. 8308856. Date of incident: (B)(6) 2019. I grabbed a syringe from the box of syringes I have to do my weekly injection, and upon looking at it noticed brown markings across the syringe while it was sealed. I opened it to see if it was on the outside, and it is not. I've been injecting myself using these syringes since march, so now I am extremely worried about whether I have been exposed to something. I expected every syringe to be sterile and clean.

Manufacturer narrative:
The following information has been updated: g.4. Date received by manufacturer: 2019-08-13.

Manufacturer narrative:
Investigation: three photos of a 3ml syringe in a opened blister pack from batch 8308856 (p/n 309570) were received and evaluated. It was observed in the photos there was multiple brown embedded foreign matter particles throughout the length of the barrel including the luer. The particles appeared to be burnt plastic with at least three larger than level 3 in size and were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer.

Event description:
It was reported that the syringe 3ml ll w/ndl 25x5/8 rb experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 309570. Batch no. 8308856. Date of incident: (B)(6) 2019. I grabbed a syringe from the box of syringes I have to do my weekly injection, and upon looking at it noticed brown markings across the syringe while it was sealed. I opened it to see if it was on the outside, and it is not. I've been injecting myself using these syringes since (B)(6), so now I am extremely worried about whether I have been exposed to something. I expected every syringe to be sterile and clean.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3 ml ll w/ndl 25 x 5/8 rb experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: material no. 309570, batch no. 8308856. Date of incident: (B)(6) 2019. I grabbed a syringe from the box of syringes I have to do my weekly injection, and upon looking at it noticed brown markings across the syringe while it was sealed. I opened it to see if it was on the outside, and it is not. I've been injecting myself using these syringes since march, so now I am extremely worried about whether I have been exposed to something. I expected every syringe to be sterile and clean.